Event description:
It has been reported to philips that the wireless footswitch was not working. The system was not in clinical use when the issue was identified. At the time of this report, philips does not have enough information to exclude a connection failure and as such the complaint is reported. No harm has been reported to philips. Philips has started an investigation of this complaint.

Event description:
It has been reported to philips that the wireless footswitch was not working. The system was not in clinical use when the issue was identified. At the time of this report, philips does not have enough information to exclude a connection failure and as such the complaint is reported. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wi-fi indicator on the footswitch was flashing red, which indicates that there was an error in the wireless connection. The philips engineer reset the wireless footswitch by disconnecting and reconnecting the battery. When the battery is removed, the power to the footswitch is removed which resets the software. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.